Event description:
During placement of the perivac pericardiocentesis catheter, the guidewire uncoiled. The procedure was completed successfully using another brand of device. There was no patient injury.